Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which state that the surgery is made technically more difficult due to the pt's morbid obesity. When the hip was taken through the final range of motion, it was noted to be stable. Revision operative notes were provided and did not note any potential root causes for the instability experienced. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. An exact root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.